Event description:
The user facility reported a 66-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella was placed and started but no flows showed on the pump. The motor current was also flat. The pump was repositioned with no change in the flow or motor current. The pump was replaced. The pump was run in a bowl of water as a test and still no raise in motor current or flows. There were only flows in the bowl with no visible clot.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup¿. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop¿.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for benchtop investigation. Data confirmed the low flow with multiple spiked mc when pump started & remained to the rest of the case that triggered auto suction response & suction alarms. Based on clinical description & data review, the root cause of low flow was most likely due to biomaterial ingestion.